Event description:
The customer reported that her blood glucose was in the 40 to 200 mg/dl range and went to the emergency room. She was treated with an insulin drip to keep up her glucose level. Troubleshooting was performed, and the drive support cap appears to be normal. The customer stated that she used the same reservoir and infusion set to fill the cannula again, and she just put more insulin in the same reservoir to last through the night. The customer believes that the insulin pump is not functioning, which caused her blood glucose to drop. The displacement test was performed and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.